Event description:
It was reported that a novum iq large volume pump under infused during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A review of the event history log were performed and did not identify any issues related to the customer reported condition. A functional flow rate test was performed, and the flow rates were found to be within the product specification range. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.